Event description:
Pump alarmed malfunction with message stating turn off/turn on. Pump did not reset and another device was ordered to replace defective units. Delay caused the infants blood pressure to drop 27 due to interruption of dopamine and dobutamine infusions. Pressures recovered after infusions begun.